Manufacturer narrative:
Ref e-complaint-(B)(4). Report as per request from FDA medwatch program.

Event description:
Vaginal lacerations with heavy bleeding after surgery patient is fine. Reference e-complaint (B)(4).